Event description:
During a follow-up call on (B)(6) 2012 in regards to a separate issue, the patient informed the medical surveillance specialist (mss) that her onetouch ultramini meter was reading inaccurately high. The mss obtained the following information: the patient tests three to four times a day and manages her diabetes with humalog insulin (sliding scale based on food intake and blood glucose reading prior to meals) and 70 units of lantus insulin in the evening. The patient claimed that in (B)(6) 2012 (before bedtime) she obtained a high blood glucose reading with the subject meter; the reading is not known. Based on the elevated reading, the patient claimed she administered her insulin (dosage unknown) and went to bed. At an unclear time later, the patient stated, she became sweating and unresponsive. After several failed attempts to wake her up, the patient stated her husband contacted the emergency medical services (ems). According to the patient, when she finally regained consciousness she was already being transported to the emergency room (ER). During the patient's time in the ER, she recalls being administered IV glucose and food; however, she does not recall what her blood glucose reading was with the ER's meter nor does she recall if her meter was with her while in the ER. The patient stated, she was discharged from the ER approximately two to three hours later. A replacement meter had already been sent to the patient for a separate issue. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.